Event description:
It was reported that while changing infusion and cartridge supplies for the ilet system, the patient inadvertently pulled out the internal portion of the infusion set and then experienced a vial break when drawing insulin with a syringe, after which the patient replaced supplies and resumed insulin therapy; troubleshooting and education were provided, including guidance to contact support during events, and the patient is considering alternate infusion sets and prefilled vials. Symptoms included hyperglycemia with a reported blood glucose of 380 mg/dl for approximately three hours and trace ketones. Outcomes included no use of backup therapy and no need for professional medical intervention. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear and likely related to infusion set disruption and supply handling. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.